Event description:
It was reported that a catheter issue occurred resulting in an aborted procedure. The 50% stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, black catheter occurred during ivus preparation. The procedure was not completed due to this event and was rescheduled. No patient injury was reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. The catheter flushed normally when the imaging core was fully retracted and fully advanced. Microscope inspection revealed that the tip was stretched and detached. Impedance testing showed an electrical open at distal wave form 0-10 cm from the distal housing.

Event description:
It was reported that a catheter issue occurred resulting in an aborted procedure. The 50% stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, black catheter occurred during ivus preparation. The procedure was not completed due to this event and was rescheduled. No patient injury was reported.